Event description:
It was reported that the patient was implanted for over a year and received a transplant. It was not provided whether the outcome was device or therapy related or if it will be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
Additional information from the account stated that the patient is ongoing on support, doing okay, and not on the transplant list. The patient did not receive a transplant as previously reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported by the account. The patient reportedly remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) rev. G lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.